Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings:a review of the pump black box showed that multiple loss of prime warnings occurred associated with low, non-zero force. During testing, the pump performed the rewind, load, and prime successfully and was exercised for 24 hours without alarms. The force sensor calibration was confirmed to be within specifications. The issue was observed in the pump black box but was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings occurring on the pump. The reporter indicated that the issue has not resolved despite replacing the cartridge from multiple boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.